Manufacturer narrative:
There is no adverse event associated with this complaint. The patient reported that the pump did not detect the cartridge during the load cartridge phase. Evaluation revealed a keypad and display lens leak and corrosion on the force sensor assembly. The patient reported moisture behind the display lens on (B)(6)2009, but did not wish to return the pump, and continued use.

Event description:
The patient reported that the pump did not detect the cartridge during the load cartridge phase.